Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered 3 infusion sets cannula kinked events within 3 hours after insertion on (B)(6) 2024. Site of insertion was abdomen. Infusion set was in use for 5-6 hours. The blood glucose level was reported 597 mg/dl and treated with multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.